Event description:
It was reported that during a bph surgical procedure at 262,564 joules of use, ¿fiber tip fractured¿ was noted. The fiber was exchanged and the second ¿fiber cap detached¿ at 219,098 joules of use. The procedure was completed by using third fiber at 127,208 joules of use. The fiber tips (caps) of all three fibers were cleaned during the procedure. Patient outcome: no injury to the patient reported. This report is for second fiber.